Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68 year old man sustained amicgs and was taken to the cath lab for impella supported pci. Impella cp was placed, the procedure completed and the patient taken to the ICU to await transfer on to another hospital with no further information available. During support, the patient was noted to have pink tinged urine. A small hematoma developed around the insertion site which was managed with routine hemostatic techniques.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e3, and e4. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the serial number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.